Event description:
Device issue: separated proximal shaft. Time of device issue: during the procedure. Adverse event: none. It was reported that the proximal shaft separated during advancement of the voyager balloon catheter to the moderately calcified and restenosed lesion (no stent implanted in lesion) in the distal circumflex artery. The sys had not crossed the lesion yet, since calcified vessel was above the lesion. No pt injury occurred, as the physician pulled out the voyager balloon catheter at once. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.